Manufacturer narrative:
A device history record review was performed for the subject device please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 12.jan.2016, expiry date: 01.jan.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.020 / 9948925 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 10-jan-2017. Part no: 04.210.020 (EU part), lot no: 9948925 (non-sterile) - 2.7mm ti va locking screw slf-tpng with t8 stardrive recess 20mm. Components reviewed: raw material part 04.211.020.999, bp55, lot 9825519 meet specification. 2.8mm ti screw blank 20mm. Release to bp55 on 02-jun-2015. Inspection sheet for mill threads, turn/thread head, flute final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed for the subject device. The returned locking screw (part 04.211.020s, lot 9785989, mfg 12.jan.2016) was inspected at customer quality and the complaint of broken was confirmed. Whether this complaint could be replicated is not applicable because the device was returned broken. Dimensional analysis was not performed as relevant features are significantly deformed. Upon visual inspection, it was noted that the head was broken off the threaded shaft of the screw. All material was returned. Tabulated drawing 02_211_008 (current and mfg) were reviewed and no design issues were identified. DHR review showed no ncr¿s were generated during production. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being struck or over torqued). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Device malfunctioned intra-operatively and was not implanted / explanted. Patient code (B)(4) no code available used to capture need to remove broken screw shaft utilizing hollow reamer on the bone. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported devices were used in the left distal humeral fracture on (B)(6) 2017. After the temporary fixation with the two k-wires was done to the transcondylar fracture of the distal humerus, the plate was placed from the posterolateral side. After the plate was temporarily fixed in the bone with the two k-wires, the fixation with the screw was initiated from the distal side. After the screw was inserted into the lateral hole of the most distal 2 holes, the surgeon drilled to the medial hole. The surgeon inserted the screw 20 mm to the medial hole even though the surgeon felt some resistance. When the surgeon tried to continue inserting the screw 20 mm, the screw was broken just below the screw head before the plate lock. The tip of the screw remained in the bone. After the plate was removed temporarily, the tip of the screw was removed from the bone by using the hollow reamer and the pliers, and the plate was re-installed again to the bone. To the same screw hole, the screw 18 mm was inserted. The surgery was completed safely after the plate installation. The surgeon commented that the screw 20 mm might have been inserted in a different direction when the surgeon checked at the removed screw 20mm after the surgery. The surgeon also commented that the cause might be the strength of the screw itself. The surgery was extended for 10 minutes. No adverse consequence to the patient was reported. Concomitant devices reported: 2.7mm titanium variable angle (va) locking screw self-tapping with t8 stardrive recess 18mm (04.211.018s, lot l573570, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.